Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose of 9 mg/dl; cause was not known. Reportedly, customer did not take action to address their bg level. Subsequently, the customer was admitted into the emergency room (ER) and treated with saline fluids. The customer was released from the emergency room the following day, on (B)(6) 2022, with the issue resolved. Customer did not sustain any permanent damage. At the time of the event, no issues were observed with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use. Recommendation was made to consult with a healthcare provider to discuss diabetes management.